Event description:
Rptr had a bilateral subcutaneous mastectomy with reconstruction using these implants. Procedure was recommended to eliminate further formation of cysts and future biopsies. Right implant was later replaced after onset of extreme irritation and drainage. Beginning about 1974 continuing to date are the following symptoms: joint pain, swelling of ankles, shoulders, arms, fingers, wrists and knees, enlarged lymph glands under arm, night sweating, very extreme fatigue, burning numbness of hands and feet, neuritis diagnosed in 1979 and non-hodgkins lymphoma diagnosed by biopsy in 1981. (Same rptr referred to in 1002115 and 1002116.)